Event description:
Edwards received information that a patient with an implanted mitral bioprosthetic valve now requires intervention due to one restricted leaflet, after an implant duration of approximately eighteen (18) months. The patient is planned to undergo an implant of a transcatheter heart valve inside of the subject valve (valve in valve), but intervention has not yet been performed. No additional information has yet been provided.

Manufacturer narrative:
The subject valve has not been returned (remains implanted) and no additional information has been provided by the healthcare provider despite multiple follow ups attempts by edwards. Therefore, the root cause of this event cannot be identified or evaluated at this time. Edwards will continue to review and monitor all events. A supplementary MDR will be submitted in the event new information was provided.